Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted stryker to report that their device would not power on by opening the lid. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There was no patient use associated with the reported event.

Manufacturer narrative:
The device has not been returned to stryker. The reported issue was not verified or duplicated by a stryker service representative. During telephone troubleshooting, the stryker technician was informed that the device worked correctly with a new battery installed. Stryker sent a replacement battery under warranty.

Event description:
A customer contacted stryker to report that their device would not power on by opening the lid. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There was no patient use associated with the reported event.